Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the customer complaint that the device was ¿not working¿ brand new out of the box and could not be activated. The evaluation found a different issue. The teflon pad was separated from the jaw, exposing metal. Based on similar reports, a probable cause for this type of damage is operator¿s technique while the device is activated, in which insufficient tissue is grasped between the probe and the jaw. The device instruction manual contains several warning statements to prevent damage to the teflon pad and probe: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿

Event description:
Olympus was informed that during an unspecified procedure, the tb-0535fc was not working out of the box. The procedure was completed with another similar device. There was no report of patient adverse event.